Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the left ventricular lead, which was in a sub-optimal location. The lead was found to be pulled back in the coronary sinus. Three of four electrodes were unable to capture, and the distal electrode was capturing at high threshold. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.